Event description:
A mayfield skull clamp with pins were placed prior to a posterior fossa craniectomy for tumor removal. The skull clamp was placed with the pt in a supine position. He was then rolled to a prone position and the skull clamp was secured to the bed attachment. The head was not repositioned from the time the pt was prepped and draped and the end of the surgical procedure when the skin tear was noted. Skin staples were applied to close the skin laceration. The surgery was delayed an additional 2-5 minutes to inspect and close the area. The pt received. Integra adult, disposable skull pins were used during this procedure. No stereotaxy device was used during this procedure. Please arrange to have these item(s) returned to us. If we do not receive them soon, we would be obliged to conclude our investigation without product evaluation. Returned (B)(4) 2013.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.